Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that the tissue samples exhibiting the sub-optimal tissue processing reported were derived from the "factory 2hr xylene standard" protocol comprising 159 cassettes, which started in retort "a" at 14:31pm on (B)(6) 2018 and was abandoned by the user at 04:18am on (B)(6) 2018, during step 13 (final wax infiltration step) of the protocol. Investigation of this complaint found that the instrument functioned as designed during execution of the "factory 2hr xylene standard" protocol started in retort "a" at 14:31pm on (B)(6) 2018, from which sub-optimal tissue processing was reported; and processing of tissue samples in this protocol had been delayed because an error code indicating that the condensate bottle was not in contact with the corresponding sensor resulted in pausing of the protocol. However, this event did not either cause or contribute to the sub-optimal tissue processing reported because user actions in response to the error code resulted in a delay to processing of approximately two (2) minutes only. Based on the information provided by the complainant, it was determined that the root cause of the sub-optimal tissue processing was use of a protocol of inappropriate duration for the size of the tissue samples being processed. Specifically, the complainant advised that the "factory 2hr xylene standard" protocol had been inadvertently run on large tissue samples. Section 8.2.1 of the leica peloris/peloris ll tissue processor user manual tabulates the recommended protocol duration for maximum tissue dimensions and different specimen types.

Event description:
Leica biosystems received a complaint that "processing issues" had been identified from the run in retort a which started on (B)(6) 2018. The complainant advised that a notification associated with the condensate bottle was displayed at the start of the run; and the quality of processing in retort b was satisfactory. On 15 june 2018, a leica field support specialist (fss) provided telephone support to the laboratory in order to obtain further information regarding the circumstances involved in this complaint. The fss documented the following information provided by the complainant: "after internal investigation supervisor determined that temp technician inadvertently ran a two hour protocol on large tissue. The tech also aborted the two hour run before completion in (B)(6) 4:18am and proceeded to try to embed the tissue". On 18 june 2018, leica biosystems received information that all tissue samples which exhibited sub-optimal processing were diagnosable. (This information was received by lbs (B)(4) on 21 june 2018).